Event description:
Event: conversion. Case details: the pt's vasculature was reported to be narrow. During sheath insertion, significant resistance was felt while retracting the dilator. The external iliac artery was compromised. Access was not achieved. The pt was converted to a standard open repair.